Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode scanner was not working. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the barcode scanner was not scanning. A field service engineer (fse) replaced the barcode scanner to resolve the issue and tested it using the hardware test application. The system functioned as intended after the field service engineer repaired the device.